Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient reported upper airway irritation, coughing, and phlegm in lungs. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of water ingress on the blower and blower box, dust/dirt contamination throughout device enclosure, and airpath. The manufacturer found evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found 1 instances of e-53 and e-193. The manufacturer concludes there was evidence multiple contamination on the device. The manufacturer confirmed there was evidence of sound abatement foam degradation/breakdown.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient reported upper airway irritation, coughing, and phlegm in lungs. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR). Box b2 was corrected to other serious or important medical events. (Previously it was blank). Box h1 was changed from malfunction to serious injury. Box h6- health effect - impact code was updated.